Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit passed displacement test and basic occlusion test. No motor error alarms noted. However, unit alarmed compromised force sensor at 2.5 lbs during prime/compromised force sensor test due to faulty force sensor resistor (gold). Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.